Event description:
A trilogy o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, a ventilator service required error code was found in the device's error log relating to an oxygen blending module (obm) air flow drift being out of range. The service technician states that the oxygen blender printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, the trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, and power cord were replaced preventatively. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.